Manufacturer narrative:
The investigation concluded patient selection outside the indications for use had a negative effect on the performance of the implant. The patients poor bone condition (sclerotic) and vertebral instability caused by grade 2 spondylolisthesis and ligamentotaxis resulted in failed deployment of the internal fixation blades. Inspection of the suspect device found no discrepancies that would contribute to this type of event. The provided instructions for use (ins-060) state; indications: the alphatec solus anterior lumbar interbody fusion (alif) system is indicated for spinal fusion procedures in skeletally mature patients with degenerative disc disease (ddd) at one or two contiguous levels from l2-s1 with up to grade 1 spondylolisthesis or retrolisthesis at the involved level(s). Ddd is defined as back pain of discogenic origin with degeneration of the disc confirmed by history and radiographic studies. These patients should be skeletally mature and have had six months of non-operative treatment. The alphatec solus implant is intended to be used with autograft. The device is intended for use with supplemental fixation that is in addition to the integrated blades. Warnings and precautions: patient selection relative to both bone quality and stability is an important consideration for proper application of this device.

Event description:
During a solus alif procedure performed on (B)(6) 2011, a 12mm solus spacer was inserted and deployed within the patients disk space. Upon deployment the fixation blades appeared to distract the endplates rather than penetrating and anchoring. The blades were then un-deployed and the spacer removed without issue. The case was completed via an als alif implant and the alphatec aspida lumbar system.

Manufacturer narrative:
An evaluation of the suspect device is currently being conducted. Upon completion a follow-up submission will be provided. The alphatec solus anterior lumbar interbody fusion (alif) system is a spinal fixation system consisting of implants with various heights and lordosis to accommodate individual patient pathology. (B)(4). The alphatec solus implant is intended for use with supplemental spinal fixation. Specifically, the alphatec solus implant is to be used with the alphatecs zodiac spinal fixation system, aspida anterior lumbar plating system, or the illico mis posterior fixation system.